Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Customer's blood glucose (bg) level was over 500 mg/dl; cause was unknown. A correction bolus was delivered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.